Event description:
Diabetic kietoacidosis [diabetic ketoacidosis]. Case description: a diabetes nurse reported via a sales representive than a 39-year-old patient on holiday in scotland developed diabetic ketoacidosis while using innovo. Pt had been using innovo since june 2001. The patient was hospitalized (time and duration unknown) with vomiting, and diagnosed with diabetic ketoacidosis. The patient reportedly discovered that the innovo doser registered that pt had administered 60 units of insulin over a period of time. However, the patient investigated the pen because pt felt sick, and found that the pen had not administered any insulin. Pt stated that the pen seemed to jam. When pt stopped using this innovo the symptoms resolved. The patient was reintroduced to insulin (presumably with continued in aditional info section.

Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: a diabetes nurse reported via a sales representative that a patient experienced diabetic ketoacidosis while using innovo. Comment: based on the provided information the event has been classified as an incident. Further information has been requested.